Event description:
A malfunction was reported on a pump, described as "malf 0," leading the customer to contact technical support for assistance. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through resetting the pump, which resolved the issue, as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, and the customer acknowledged and understood these instructions.